Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1+. On an unknown date, echocardiogram was performed and showed mr had increased to a grade of 3+, and the implanted clip had partially detached from the posterior leaflet. The clip was stable on the leaflet and no evidence of leaflet injury occurred. On (B)(6) 2019, a second procedure was performed to reduce mr with a grade of 4. Two mitraclips were implanted, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information reviewed, a conclusive cause for the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the reported migration (partial clip movement). The reported patient effects of recurrent mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.